Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy the thumb advancer could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional lower leg runoff procedure. Reportedly, there was resistance splitting the sheath. The sheath was not split all the way and the starclose se was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.